Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon tried to fire the clip applier across the cystic duct but the clip did not form properly. The clip appeared not to have been joined together and the tips of the clip were deflecting. On reloading, the clip applier was not reloading smoothly and needed quite a bit of force to try and load the next clip. However, when the next clips were loaded, they were repeatedly ejected from the clip applier into the pt, and did not stay within the clip applier jaws as they meant to. Another device was used to clip the cystic duct. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.